Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, "repair as needed," through the discovery of system error 105, which was observed during power up. System error 105 was confirmed through a review of the device event history log and caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump had an unknown symptom and needed to be "repaired as needed." Any patient involvement, injury or medical intervention is unknown.